Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient contacted abbott's technical services to verify if the device has been deactivated. It was noted that the patient experienced several shocks from the device. Device was deactivated on (B)(6) 2019. It is unknown if the shocks were appropriate or inappropriate. Patient was stable. Additional information is not available at this time.